Event description:
In 2006, this pt was implanted with gore excluder aaa endoprostheses for an infrarenal abdominal aneurysm. Upon removal of the 18fr gore introducer sheath, the pt's left femoral artery was disrupted, requiring a complex patch angioplasty repair and endarterectomy using the left saphenous vein. On three days later, post-operatively, this pt expired from septic shock secondary to visceral ischemia secondary to ruptured abdominal aortic aneurysm and hemorrhagic shock.

Manufacturer narrative:
A review of the mfg paperwork could not be conducted.